Event description:
During set up, prior to procedure, the navigation system froze on the set up screen, requiring the user to complete a hard re-boot before moving forward. As the event occurred during set up, no patient involvement or clinically significant delays were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During set up, prior to procedure, the navigation system froze on the set up screen, requiring the user to complete a hard re-boot before moving forward. As the event occurred during set up, no patient involvement or clinically significant delays were associated with the event.